Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature attachment: comparative outcomes of transcatheter aortic valve replacement in bicuspid vs. Tricuspid aortic valve stenosis patients: insights from the swedeheart registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "comparative outcomes of transcatheter aortic valve replacement in bicuspid vs. Tricuspid aortic valve stenosis patients: insights from the swedeheart registry", was reviewed. This research article is a prospective multicenter experience to evaluate the outcomes of transcatheter aortic valve replacement (tavr) in patients with aortic stenosis with bicuspid aortic valve (bav) morphology and compare them to patient with tricuspid aortic valve (tav) morphology using data from a nationwide registry. Devices that were included in the study were portico/navitor, sapien, evolut, and accurate. The article concluded that bav patients had comparable mortality and stroke risk to tav patients following tavr but demonstrated a lower risk of device success and a higher need for permanent pacemaker implant (ppi). [The primary and corresponding author was antros louca, university of gothenburg, department of molecular and clinical medicine, gothenburg, sweden, with corresponding email: antros.louca@gu.se]. This study included all patients who underwent tavr in sweden between (B)(6) 2022. A total of 7,095 patients were included in the study, of which 4.4% (315) received an abbott device. The average age was 80.6 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, peripheral vascular disease, chronic pulmonary disease, atrial fibrillation, and a past history of myocardial infarction within 3 months, percutaneous coronary intervention, prior cardiac surgery, cerebrovascular incident, and pacemaker.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, peripheral vascular disease, chronic pulmonary disease, atrial fibrillation, and a past history of myocardial infarction within 3 months, percutaneous coronary intervention, prior cardiac surgery, cerebrovascular incident, and pacemaker implant. Complications reported included stroke, aortic stenosis, permanent pacemaker implantation, post-implant valvuloplasty, perivalvular leak, off-label use; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting portico valve in presence of native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the portico valve, instruction for use (IFU), states: the portico¿ transcatheter aortic valve implantation system is contraindicated for patients with any leaflet configuration other than tricuspid. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. Literature: comparative outcomes of transcatheter aortic valve replacement in bicuspid vs. Tricuspid aortic valve stenosis patients: insights from the swedeheart registry b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.